Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to system error 110.6021 was not confirmed. Inspection: it was reported that the front cases with keypad are being replaced due to system error 110.6021. The front case keypads (qty 6 printec p/n tc10010217) were returned inside a cardboard box. All parts inspected are manufactured by bd. The front case/keypad assemblies (qty 6 printec p/n tc10010217) were observed with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (20). During external inspection, the keypads were in good condition with no issues observed. Test results: test results identified that the ac indicator lights did not illuminate on 2 out of the 6 returned keypads and the system on button did not function on 3 out of 6 keypads after plugging in the power cord. All other buttons on these keypads worked as intended. Three front case keypads had no issues. No faults found. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that there were (B)(4) point of care unit (pcu) front case assembly with keypads being replaced and showed system error 110.6021. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were 6 point of care unit (pcu) front case assembly with keypads being replaced and showed system error 110.6021. There was no patient involvement.